Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to use, the implantable pulse generator (ipg) would not register and would only show zero. The ipg was not used. No patient was involved in this event.

Manufacturer narrative:
Product event summary #the device was returned and analyzed. Analysis revealed that no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.